Manufacturer narrative:
The field service engineer (fse) found the operator's foot had slightly bent the skirt at the base of the instrument. The fse straightened the skirt and made sure the cover was fastened correctly. The instrument's performance was verified. It was determined that the operator reached across the loading area of the instrument causing her to lean over the top of the instrument. The operator's manual states "do not place anything on the cover of the rack loading area." The investigation determined the event occurred due operator error.

Event description:
The initial reporter stated the operator got her foot caught under the rack loader of the cobas 6000 core unit. When the operator began to walk away, she tripped and injured her hip and ankle. The operator went to the emergency room on site where an x-ray was performed. The operator was diagnosed with a sprained right ankle and a contusion on the right shoulder. The operator's right ankle was wrapped with an ace bandage and is now in an air cast. The operator is at home resting, taking over the counter pain medication.